Manufacturer narrative:
(B)(4). Diabetes is a known cause of hypoglycemia.

Event description:
A post was made on a dexcom-associated social media site on (B)(6) 2017 which states the patient passed away. The date of the patient's death is believed to be (B)(6) 2014 based on a located obituary. The patient's spouse reported that the patient experienced a hypoglycemic reaction and during the event, the continuous glucose monitor (cgm) alarms had not gone off. When the patient's wife checked the cgm, it showed that the patient had been low for hours. It was indicated that within an hour of getting the patient's sugar back up, the patient's heart just stopped. Prior to the use of dexcom, the patient's wife stated that the patient had experienced numerous hospital stays and 911 calls due to hypoglycemic reactions. No additional event information is available.